Event description:
The customer reported that prior to use, it was noted that the pencil cable was damaged. There was no pt involvement. Initial evaluation of the incident device confirmed the cord was damaged and failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.